Event description:
It was reported diagnostic testing revealed high impedance readings on multiple lead contacts. It was also reported the pt was unable to increase stimulation amplitude. Reprogramming was able to provide effective stimulation in the pt's pain pattern as well as stimulation in the left arm (new pain); however, stimulation could not be obtained in his neck (new pain). F/u info revealed the pt underwent surgical invention where the pt's lead was explanted and replaced with a new one. The pt rec'd effective stimulation in the desired areas following the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.